Manufacturer narrative:
The lead was returned to boston scientific's quality assurance laboratory with the j-stylet inserted and the lead's helix was retracted. The lead was put through and passed electrical continuity and insulation integrity testing. An x-ray of the lead was obtained and no abnormalities were identified. Based on review of returned paperwork, a primary lead failure was suspected.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017, this lead was not implanted. The physician was unable to deploy the helix despite rotating the terminal pin greater than 30 times. Boston scientific received additional information from the local representative that this lead had undergone pre-insertion testing of the helix. The local representative reported that the helix was deployed successfully. However, following the 3rd repositioning of this ra lead, the helix would not deploy after 35 rotations. No lead diagnostic measurements had been obtained during lead repositioning. This lead was removed and replaced with a competitor ra lead.